Event description:
It was reported a patient experienced damage to the patient line coincident with peritoneal dialysis (pd) therapy. It was reported the damage to the line was caused by patient¿s cat biting the patient line. The patient acquired peritonitis and was hospitalized the same day. The patient was treated with fortaz (route, dose and frequency not reported) and ancef (route, dose, frequency and duration not reported). The cause of the peritonitis was damage to the patient line caused by the patient¿s cat. The patient was discharged 4 days after admission. The fortaz was discontinued on an unreported date the same month of receiving this report. On an unreported date the patient was retrained on keeping the cat out of the room during pd therapy. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the cause was determined to be use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.